Event description:
Patient called to report product issues involving his dreamstation 2 device. Patient stated he was sent this device as a replacement due to the recall of the dreamstation 1 device. Patient stated that he is not happy and the quality of the dreamstation 2 device is much lower than the device that was replaced. Patient stated he called and spoke with philips but was told this was his only option. Patient said the dreamstation 2 has many issues that make the quality of the device poor. He said it's smaller which is not an advantage, the color is black which makes it much harder to see at night, the lighted panel is smaller and reduces accessibility, the original control knob was replaced by a button that is black and flush with the machine further reducing accessibility at night, it's no longer attached to a swivel, the connection is now at the front of the machine which leads to unwanted movement of the device and limits height you can have the machine at, and the reservoir is much more tedious to fill than the old model. Patient stated it's cheap and poorly designed, and he doesn't understand how if he's still under warranty with the original device, his only option is to use a device of lesser quality. Patient said he was told by philips that the dreamstation 2 was approved by the FDA.